Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's daughter reported on behalf of the customer who received "lo" (readings less than 40 mg/dl) throughout the day. The caregiver did not know "how to operate the system" and the customer was not treated with insulin the whole day. Customer experienced stomach pain and general weakness and was seen at the hospital where a lab reading of 758 mg/dl was obtained (unknown time). Customer was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids, insulin (dose/type unknown). Caller additionally reported that customer was in the intensive care due to heart problem. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's daughter reported on behalf of the customer who received "lo" (readings less than 40 mg/dl) throughout the day. The caregiver did not know "how to operate the system" and the customer was not treated with insulin the whole day. Customer experienced stomach pain and general weakness and was seen at the hospital where a lab reading of 758 mg/dl was obtained (unknown time). Customer was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids, insulin (dose/type unknown). Caller additionally reported that customer was in the intensive care due to heart problem. There was no report of death or permanent impairment associated with this event.